Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted in (B)(6) 2016 with good sensing. After pocket closure, a decrease in sensing was observed and the lead exhibited loss of capture. The system was reprogrammed and the patient was sent home without rv therapy. In (B)(6) 2017 a revision procedure was performed to replace the lead. This patient is not pacemaker dependent and there were no additional adverse patient effects reported. This lead was explanted.